Event description:
It was reported that there were high short interval counts (sic) and frequent far field r-wave oversensing on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri lead, (B)(6) 2013. (B)(4).